Event description:
The customer reported that the device displays a loudspeaker error. The device was not used for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.